Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s hiv ag/ab combo reagent, ln 6p01-60, lot number 34351be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s hiv ag/ab combo, lot number 34351be00 was performed. Overall reactive rates of ln 6p01-55, lot 34351be00 across sanquin diagnostiek and all ous customer sites were collected and assessed. The irr of lot 34351be00 observed at sanquin diagnostiek is increased and outside of the product requirement, while both the rrr and specificity are within product requirements and comparable to other reagent lots used at the site. However, across all ous customers the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 34351be00 are within product requirements and comparable to other lots analyzed in the comparison. Performance of lot 34351be00 across all sites: irr: 0.358 %, irr (without repeat reactives): 0.288 %, rrr: 0.070 % specificity: 99.930%. Performance of lot 34351be00 at sanquin at customer site: irr: 0.920 %, irr (without repeat reactives): 0.862 %, rrr: 0.058 % specificity: 99.942%. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s hiv ag/ab combo reagent, lot number 34351be00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information: patient identifier = sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). Patient information: no specific patient information was provided.

Event description:
The customer observed (B)(6) alinity s hiv ag/ab combo results on multiple alinity s processing modules for several donors. The customer believes those donors processed on (B)(6) 2022 on alinity s (B)(4) are (B)(6) results. The results provided were: on (B)(6) 2022 sid (B)(6) initial=(B)(6) or = (B)(6)=(B)(6) /repeated=(B)(6) and (B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)/repeated=(b(6) and (B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6) /repeated=(B)(6) and (B)(6). There was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on multiple alinity s processing modules for several donors. The customer believes those donors processed on (B)(6) 2022 on alinity s (B)(6) are false repeat reactive hiv results. The results provided were: on (B)(6) 2022 sid (B)(6) initial=1.23 s/co (> or = 1.00 s/co=reactive) /repeated=1.25 s/co and 1.22 s/co. On (B)(6) 2022 sid (B)(6) initial=2.54 s/co /repeated=2.57 s/co and 2.56 s/co. On (B)(6) 2022 sid (B)(6) initial=2.35 s/co /repeated=2.42 s/co and 2.30 s/co. Additional information provided on 04feb2022: all repeat reactive alinity s hiv ag/ab specimens included: sid: (B)(6). Send for confirmatory testing got results hiv-nat=negative; hiv-rna= < 20 (negative); immunoblot=negative. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission sends for additional information on section b5 describe event or problem: updated event narrative: additional information provided on 04feb2022: all repeat reactive alinity s hiv ag/ab specimens included: sid: (B)(6). Send for confirmatory testing got results hiv-nat=negative; hiv-rna= < 20 (negative); immunoblot=negative. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.